Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v017150, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that the patient felt painful stimulation. All of the sudden stimulation surged and increased and it happened sporadically. When it did happen, the patient had pain in the tailbone area and screamed in pain until stimulation was turned off. Turning stimulation off stopped the sensation. The patient turned stimulation off for a couple of days and when they turned it back on, it still happened randomly. There were no falls or trauma that could be related to the issue and the issue was not related to positional movements. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.